Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch #a98a20. Updated data: d4 (lot number). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with no apparent damage and with two er60b reloads present. The reloads were received fully fired with no apparent damage. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. Additionally, photo was provided and they showed tissue with a line of staples, and what appears to be a malformed staple can be seen. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98a20, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2025. B3: only event year known: 2025. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was not identified immediately after first fire. It was identified after the sleeve was complete and the surgeon was checking her staple line. Bmi is unknown. No unusual sounds were heard. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the leg of one staple of the blue reload (er60b) was sticking out of the staple line after the first firing. No other staples in that fire or in any of the subsequent fires had any issue. The surgeon completed the case with no issues and with the same stapler. There was no patient consequence nor surgical delay reported. No additional information provided.